Event description:
It was reported that during a da vinci-assisted ventral hernia ipom procedure, the force bipolar instrument would not release the suture. The procedure was completed with no patient harm. Intuitive surgical inc. (Isi) followed up with the customer and obtained additional information that the instrument looked ok when the surgery started. The jaws would not open. The suture was still in the jaws. A back up instrument was used to complete the procedure.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the force bipolar instrument; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation. .

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The force bipolar instrument has been evaluated by the failure analysis (fa) team. Fa was not able to confirm/reproduce the reported complaint. A visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was identified.